Manufacturer narrative:
(B)(6) a follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ECG cables are not recognized. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The field service engineer (fse) visited onsite and evaluated the device. It was determined that the ECG cables were not recognized. The customer reported the issue within the warranty period and has returned the device to the company four times. However, despite repairs, the malfunction persists. The device has exceeded the official warranty period, but the customer did not accept responsibility for maintenance. The device remains at the customer site and no further evaluation is warranted at this time.